Event description:
It was reported that failure to capture was observed on the atrial lead upon interrogation. Lead dislodgement was confirmed via fluoroscopy. The lead was explanted and replaced. No adverse event was noted, and the patient was recovering after the procedure.